Event description:
The customer reported erroneously low creatine kinase-mb (ck-mb) result, below the reference range, for one pt involving access 2 immunoassay system. The pt sample was repeated and the result recovered with the normal reference range. The repeated result was reported outside the laboratory as it correlated with the clinical condition of the pt. The erroneous result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was cancelled as the customer discovered creatine kinase-mb (ck-bm) reagent pack sharing had occurred between access 2 immunoassay systems. The customer stated: "we feel the discrepancy regarding our pt sample is because someone had previously used the reagent pack on the back-up instrument then put the same reagent pack on the primary instrument. The pack ran out of reagent because when it was placed on the primary instrument the access 2 thought there were 50 tests remaining." Pt samples were collected in lithium heparin plasma tubes. The customer stated ck-mb result, approx 5.0 ng/ml, was obtained from a newly loaded ck-mb reagent pack that was not previously shared between systems. System check conformed to specifications at the time of the event. This reportable event was identified during a retrospective review of complains conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.